Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, severely calcified lesion). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, severely calcified lesion). Known inherent risk of procedure (failure to deliver stent and stent deformation).

Event description:
The physician was attempting to deploy two 2.5mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stents and one 3.0mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stents to treat a severely calcified lesion in a patient. It was reported that the stents were damaged while crossing the lesions. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the distal tip was flared and damaged. The 6th, 7th, 8th, 9th and 10th proximal segments were raised; overlapping and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)